Event description:
It was reported that a transtelephonic monitoring check of the pulse generator indicated no magnet rate response. It was suspected that the device was in backup vvi mode. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.